Event description:
Lap gastric bypass. Plcr60b was used to divide stomach. However, staple line formation was very poor. Tissue stuck to the reload. Malformed and under-formed staples were observed on the reload and tissue. Bleeding occurred. Sutures were used to oversew the staple lines and control bleeding. No patient injury. See scanned pages.

Manufacturer narrative:
Reviewed product release and found no discrepancies. Staples jammed between pushers and cartridge. Damage retention posts indicate that the reloads were not seated properly.